Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that patient presented for one week follow-up after implant. Upon interrogation right ventricular lead threshold was high. Fluoroscopy was done and lead was discovered to be dislodged. Physician attempted to reposition the lead, but helix was not moving. Physician decided to explant lead and implanted a new lead. Patient condition was stable.